Event description:
Upon investigation, manufacturer's domestic evaluations lab found melted plastic around inform meter electrical contact pins. No adverse event reported. The device was returned, replacement sent.